Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results from three different patient samples processed on a vitros eciq immunodiagnostic system. Patient 1: 0.083 ng/ml vs. <0.012 ng/ml. Patient 2: 0.180 ng/ml vs. <0.012 ng/ml. Patient 3: 0.041 and 0.080 ng/ml vs. <0.012 ng/ml. The falsely elevated vitros tropi es results predicted from the three patients were detected prior to being reported from the laboratory as the laboratory routinely performs vitros tropi es testing in duplicate. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of inappropriate physician action or patient harm. This report is number one of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-repeatable falsely elevated vitros trop I es results were obtained from three patient samples processed on the vitros eciq system. The investigation was unable to determine a definitive assignable cause. Service actions were performed to optimize system performance; however, vitros tropi precision testing demonstrated acceptable performance both before and after service actions. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that an instrument or reagent issue contributed to the event. Additionally, the investigation confirmed that the samples involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.